Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was experiencing spots itch and redness when plaster is removed, and sometime pus was in the tube. Insertion site was abdomen. Infusion set was in use for 2 days. Patient was treated with cortisone, antibiotics and honey ointment. Patient has neurodermatitis. No further information was available.